Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error which was cleared and the numbers kept scrolling. Customer's blood glucose was 13 mmol/l. Customer was reconnecting to the device after a swim. She was trying to bolus and the alarm occurred. She was able to clear it and then the numbers were scrolling and it alarmed again. The device had been exposed to moisture as he forgot to take the device off when she jumped into the lake. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.